Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a front end error code 20004, which is associated with ECG function. There was no reported patient involvement.